Event description:
It was reported that a pt enrolled in a post-market clinical study had two x-stop devices implanted successfully at levels l-3-l4 and l4-l5. Approx one month post-op, the pt had a reoccurrence of preoperative pain which never improved and was reported to be intractable. The implants were removed and a fusion was performed. No additional info was reported.

Manufacturer narrative:
Additional lot # 2087911; expiration date 04/30/2010. Device not returned, follow up conversation with company representative.